Manufacturer narrative:
(B)(4). Insulin pump was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response. The pump was received with a cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery compartment. Customer stated that insulin pump was not dropped or bumped. Customer stated that it was unknown how damage occurred. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.